Event description:
A valiant stent graft was implanted in a patient for the urgent endovascular treatment of a 6 cm in diameter x 2.3 cm long thoracic aortic aneurysm approximately 5 weeks ago. Vessels were non-tortuous and non-calcified. The native aortic diameter was 30 mm proximally and 28 mm distally. It was reported that after a proximal 34x30x150 valiant stent graft (MFR report # 3953200-2011-01443) and a distal 36x32x150 valiant stent graft (MFR report # 2953200-2011-01444) were implanted, a proximal type I endoleak was evident. The physician elected to intervene by pacing a 34x34x150 valiant stent graft (MFR report # 2953200-2011-01445) inside the proximal stent graft to increase radial force; the final angiography showed no endoleak. Then, 1 week post-implantation, the follow-up imaging showed an unknown endoleak and aneurysm sac enlargement. The physician elected to convert the patient to an open surgical repair. When the aneurysm was opened, blood was seen leaking from the stent graft. No additional clinical sequelae were reported, and the patient is stable. The explanted stent grafts have been received by medtronic, and the analysis is pending.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, conversion to open repair. Unknown cause of endoleak; pending device evaluation. Evaluation, conclusions: unknown cause of endoleak; pending device evaluation.